Event description:
It was reported that during setup the e360 ventilator had a sound of gas leakage in oxygen (o2) inlet. There was no patient involvement. The service provider disconnected o2 gas supply so there was no leakage sound.